Event description:
Patient has an existing dual-chamber ICD with a sprint fidelis lead, which is on recall for concern of fracture. The patient's lead alert demonstrated high non-physiologic intervals and she came in to find that the pace-sense portion of her rv lead had high impedance suggestive of fracture. For these reasons, she presented today for elective rv lead extraction and new lead implantation.